Event description:
Medical device claims to reduce contamination and substantially reduce biofilm in dental waterlines, and claims to reduce the risk of illness. It also claims to provide health assurance. It also claims to purge water lines and flush a disinfectant through them, although the FDA has not approved any such chemicals for this purpose. Salesman could not provide any evidence that the device did any of the functions claimed. Salesman could not offer any references to how the device reduced risk of illness, or how biofilm is reduced substantially by its use. MFR claims no other system matches the device in reducing contamination but can provide no data to support this either. Salesman was reluctant to identify agent for biofilm removal. (*)